Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 431 mg/dl. The customer stated that they felt tired and that their eyes wanted to close. The customer was not hospitalized but stated that they were in a state of diabetic ketoacidosis. The customer did not mention any form of treatment for their blood glucose levels. The customer's settings on their insulin pump were correct but they did not want to perform a high pressure test. The customer was advised to change the reservoir and infusion set. The customer did not return the product back for analysis.